Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
Manufacturer received notification from (B)(6) medicines & healthcare products regulatory agency) of user report reference (B)(4). The details of the incident reported by the user/patient mother. It is reported that the patient was advised to wear the device, soft corrective contact lenses, six days a week for myopia control. The patient was using the device from february 2020 to september 2020, when they allegedly patient experienced a severe infection of both eyes causing sever ulcers. It is reported that the patient was at risk of losing sight in one eye. It is noted that they patient has recovered but is left with scaring in one eye across the pupil resulting in a decrease or loss of vision in that eye. The contact lenses used at the time of the incident was sent by the treating hospital facility for testing. Contact information for the location of purchase, not treating facility, was provided via the report. Good faith efforts were made to obtain additional information regarding the incident and medical treatment received without success, further information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.